Event description:
It was reported by the affiliate that before an unknown procedure, the package was not sticking, there was problem with the glue. Due to it, the sterilization of the product was lost. The material was not used. They noted this problem before requesting it. Another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). One package was returned for analysis. Package had visible open seal with no adhesive seal transfer on most of the blister flange. Package was viewed using ultra violet light (black light) and there was a pattern of liquid contamination visible on the tyvek lid. Additional analysis summary: the device was examined for the presence of any contaminants that may have been present on the surface that prevented the seal. Optical images of the package and seals were taken and selected areas of the seal were analyzed using the ftir spectrophotometer. The ftir can analyze the composition of polymers and determine the composition by measuring the infrared wavelength absorbed by the material. The seal along the lower edge of the package was completely open and there were large regions of the seal that had no adhesive present on the blister side of the seal. The ftir spectra from a region of the pet-g where no adhesive was present, compared to a spectrum from a sample of new pet-g. There was no significant difference in the spectra indicating that no significant level of contaminant was present on the surface. The ftir spectra from a region of the tyvek where it was not bonded to the pet-g compared to a spectrum from an unsealed region of tyvek. Again no significant difference was detected in the two regions indicating no contamination was detected in this area. The lack of a detectable amount of contaminant does not mean that there was none present at some point in the past. This device was assembled nearly 3 years ago and the seal may have come in contact with a solvent that caused the seal to delaminate and then the contaminant may have evaporated. However, there were several other observations made on the seal. The blister in the area of the incomplete seal was slightly curled indicating the seal may have been exposed to an excessive heat. Also on the opposite side that was still nominally sealed, the tyvek was curled and only partially in contact with the pet-g. One probable cause for this is the package may have been opened, the device was not needed, and the package was then resealed and returned to the shelf. It is unclear what caused the package to lose its seal integrity, but it most likely was either due to a solvent coming in contact with the seal after manufacture or the seal was opened and then resealed. Batch history records were reviewed. No protocols, defects, non-conformances or quarantines were noted. The product met all in-process and finished goods specifications upon release of the product.